Event description:
The mother reported that the customer was hospitalized for high blood glucose levels, with a reading of 244 mg/dl. Prior to being hospitalized, the customer's blood glucose levels were above 300 mg/dl, and the customer treated with a 30 unit bolus. Troubleshooting was performed. Found that there was air in the tubing, and the customer had not changed the infusion set to try to resolve the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.